Event description:
It was reported that, "during xia3 surgery, the surgeon tried to use the universal tightener and insert the blocker in the screw head. However, the universal tightener which attached blocker slipped. The dura mater was hit by the tip of the universal tightener which attached blocker at that time. After surgery, the surgeon checked the motor function of patient. And he judged that there was no possibility of paralysis. The inserter or anti-torque key was not used in this case."

Manufacturer narrative:
Not returned.

Manufacturer narrative:
Method: complaint history review. Results: the event involving the slipping of the xia 3 titanium blocker was confirmed via sales rep. The customer did not use the anti-torque key or the inserter as instructed in the surgical technique. No further evaluation due to the absence of the product. Conclusion: investigation appears to be surgical procedure related and not product related. The cause of the failure is user error.

Event description:
It was reported that, "during xia3 surgery, the surgeon tried to use the universal tightener and insert the blocker in the screw head. However the universal tightener which attached blocker slipped. The dura mater was hit by the tip of the universal tightener which attached blocker at that time. After surgery, the surgeon checked the motor function of patient. And he judged that there was no possibility of paralysis. The inserter or anti-torque key was not used in this case."